Event description:
Stapling bowel with ta60 4.8. Reload failed to send any staples. Stapler and reload saved for evaluation. Complete loss of seal of bowel with result of bowel leakage and need to hand sew bowel. Wound profusely irrigated with 2 liters of warm saline.